Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. The device passed the operating currents measurement, self test, unexpected restart error, rewind, basic occlusion, excessive no delivery and displacement tests. The motor passed the motor test. The device had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump had two motor error alarms. The customer's blood glucose level was 25.0 mmol/l. The customer stated that the drive support cap was normal and the insulin pump was not exposed to high magnetic fields. The customer was able to complete the rewind sequence twice. It was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.